Event description:
During a femoral rodding procedure, the medullary reamer head broke off at the point where it attaches to the flexible shaft. The reamer head was retrieved from the pt, however, two broken pieces from the reamer head remain in the pt.

Manufacturer narrative:
Additional information has been requested. No investigation could be performed, no conclusion could be drawn as no device was returned.